Event description:
It was reported that the patient was referred for a prophylactic generator replacement initially, but the generator battery was found to be depleted to the point of being unable to be interrogated during pre-op. During surgery, after the new generator was connected to the lead, high impedance was observed. Pin insertion troubleshooting was performed three times and the high impedance was not resolved. The surgeon observed that the electrodes were encapsulated by scar tissue around the lead and indicated that he believed the high impedance was caused by the fibrosis. No lead fractures were observed. Impedance was found to be within normal limits with the new lead. The lead was not explanted and left fully intact in the patient. No additional information has been received to date.